Event description:
The customer obtained a single, non-reproducible, falsely elevated vitros glu dt result on a patient sample processed on a vitros dt660 ii chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There were no reports of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation found no evidence that the vitros dt60 ii or vitros glu dt slides did not perform as intended. The investigation determined that the customer was not following the manufacturer's recommendations for performing analyzer calibration and quality control. The customer also stated that dt60 analyzer codes had occurred that were consistent with a user-induced slide tracking error, however, this could not be confirmed. The root cause for the non-reproducible, falsely elevated vitros glu dt result could not be determined, however, a user protocol error or a user-induced slide tracking error could not be ruled out. The root cause of this event is unknown.